Event description:
Pt's father called and reported that his daughter went to hospital last night. She had blood work done during the day and the hosp called to say that her blood glucose was 800 mg/dl and she needed to return to hosp right away. It was not specified what treatment she received or whether she'd been admitted. The pt was contacted to discuss the event. She reported her blood glucose had been elevated ("in the 300s") that day and also mentioned that last month during a routine visit at the hosp her healthcare practitioner said that her omnipod pdm blood glucose meter was reading 100 mg/dl different from hosp bg meter (no exact date or results specified).

Manufacturer narrative:
The returned device was thoroughly evaluated and found to be functioning within specs. The blood glucose measurement error reported by the customer could not be duplicated or confirmed. Additionally, the blood glucose results from the time prior to the event did not match what was reported and had been entered into the pdm manually (that is, the results were from an external blood glucose meter). The qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide recommends that, "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel."